Event description:
Additional information was received indicating that the sleep apnea and syncope were not associated with stimulation. No interventions have been taken for either event, only for the patient's seizure control. There were no causal or contributory programming or medication changes which preceded the events, and the patient did not have a history of sleep apnea or syncope prior to vns.

Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported through clinic notes dated (B)(6) 2012 that the patient has a medical history of obstructive sleep apnea and syncope. It was indicated that the patient would be treated with CPAP. Attempts for additional information have been unsuccessful to date.